Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine generator change for eri, externalized conductors were observed on fluoroscopy. There were no electrical anomalies. Lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic and stable at all times. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture was also noted.